Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available, the exact cause for the reported event of coil protrusion could not be determined. As the device was not returned, the exact cause for the difficulties encountered with the device cannot be definitively determined. However, patient aneurysm burst, patient hemorrhage are known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu); therefore, an assignable cause of anticipated procedural complication was assigned to this event. The subject device remains implanted.

Event description:
It was reported that during a coil embolization procedure, the coil (subject device) perforated and protruded out of the aneurysm causing the aneurysm to burst and bleeding to occur. The patient was treated with protamine and the aneurysm was coiled successfully and the bleeding stopped. The patient is recovering. There is no further information available.